Event description:
In 2009 patient reported that his reading went up to 200 mg/dl and he thought that maybe an air bubble went through and possibly did not get insulin. Patient stated he normally does not go over 180 mg/dl. Patient reported he did not get an error message and his blood glucose came down on its own. Patient stated he could not recall the date of the incident but stated it came right down a few hours later. He reported he did not notice any air bubbles in the insulin cartridge. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.